Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device had a badly cracked top case, bottom case (missing a rubber feet) and right plunger and left plunger cases. During the power up process, syringe load testing and monitoring of the plunger's digital sensors, the reported problem could not be duplicated the root cause of the issue could not be determined. The plunger's assembly and sensors operated as intended. Glue was not present on the plunger circuit board. Replaced plunger circuit board for as a preventive measure. Performed power up process and all functional test which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a plunger error. No patient injury was reported.